Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise due to a suspected fracture. This lead was surgically abandoned and replaced by another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.